Manufacturer narrative:
Investigation description: complaint confirmed. The device was placed on a charge pad where the charge pad light remained solid, but the device would not power on. The device was disassembled and no loose components or corrosion were found. A reference charge pad was substituted, however, the device still did not power up. This is likely a component issue on the mainboard which is not correctly passing power from the charge coil to the battery.

Event description:
It was reported that the user received a ¿41 ¿ insulin, absolute range error¿ alert and an ¿insulin set expired/change insulin¿ alert on the pump, with the battery below half, shortly after changing supplies; the user¿s blood glucose was unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact on health status or required medical care. Investigation included troubleshooting and education to charge the battery, restart the pump, and, if the alerts persisted, change supplies again. Investigation of this case revealed that the alerts were consistent with an insulin delivery system alarm possibly influenced by low battery state or infusion set issues. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the inability to verify a definitive device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.